Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation, the preparation of farawave was done according to protocol. A merit guidewire was used. Once the left veins were ablated, the guidewire became stuck in the device. It was impossible to advance or retract. Troubleshooting consisted of pushing and pulling the guidewire, both during the procedure and after removing the catheter from the patient. The guidewire was unable to be removed from the catheter, because the guidewire protruded from the tapered catheter. We were unable to remove it to check its condition. No tissue was seen at the tip of the catheter or guidewire. A new catheter was used to complete the procedure. No patient complication have been reported. The device is not expected to be returned as it was lost at the facility.